Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Failure analysis confirmed the reported complaint but could not replicate it. A review of the field logs showed the unit experienced the following error code: 23062 eevtdafd3 mvt err mtm roll. A visual inspection found no external damage. The unit was placed on the system and passed. The unit was then placed on sftp and failed the following tests; however, these failures were unrelated to the field complaint: verify encoder cal wp, wy, ro, and grip failed the following specifications: grip max abs ptec, grip max nonlinearity. After recalibration, the tests were re-executed and passed. Gravity balance test post sine cycle sh failed the following specifications: shoulder max imbalance, shoulder min margin. After recalibration, the tests were re-executed and passed. All remaining fitness tests passed. The 1 hour sine cycle passed. Additionally, due to the dafd error observed in the field, a 1 hour slow speed roll test was performed and passed with no errors triggered. Anomalies were observed on the commutators in the roll dafd trace. After investigation, failure analysis identified the roll motor and slip ring as the root cause. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that operating room staff called to report that, during a hernia procedure, the right hand control generated error 23062 and the surgeon was able to recover and continue the procedure, with the same issue having also occurred previously. Technical support first gathered the event details from the caller, then instructed the site to perform a hard power cycle after the procedure. Technical support then reviewed the system logs and confirmed that error 23062 had occurred multiple times.